Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("multiple complications including dysmenorrhea syndrome") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2017, the patient had essure inserted. Essure was removed on (B)(6)2023. An unknown time later she experienced dysmenorrhoea (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2023 to (B)(6) 2023. The patient was treated with surgery (essure removal, physiotherapy sessions). At the time of the report, the event had resolved. The reporter considered dysmenorrhoea to be related to essure administration. The reporter commented: patient had multiple complications including dysmenorrhea syndrome. She had work stoppages from 02 to (B)(6) 2022 and from 14 to (B)(6)2023. The patient was hospitalized from (B)(6) 2023 and had physiotherapy sessions. According to a medical certificate dated (B)(6)2023, the patient¿s health status was consistent with a restart of physical and sports activities. No sequelae or disabling disorders was described. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("multiple complications including dysmenorrhea syndrome") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced dysmenorrhoea (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2023. The patient was treated with surgery (essure removal, physiotherapy sessions). Essure was removed on (B)(6) 2023. At the time of the report, the event had resolved. The reporter considered dysmenorrhoea to be related to essure administration. The reporter commented: patient had multiple complications including dysmenorrhea syndrome. She had work stoppages from (B)(6) 2022 and from (B)(6) 2023. The patient was hospitalized from (B)(6) 2023 and had physiotherapy sessions. According to a medical certificate dated (B)(6) 2023, the patient¿s health status was consistent with a restart of physical and sports activities. No sequelae or disabling disorders was described. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.